Manufacturer narrative:
Correction: h6 was updated. Previous report should select 3331 - analysis of production records instead of 4114 - device not returned for the type of investigation part.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented skin erosion at device pocket site. The pacemaker was explanted on (B)(6) 2025 and was replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to emergency room with infection and skin erosion at device pocket site. Echocardiogram showed no evidence of vegetation on leads and blood cultures showed no bacteremia. The pacemaker, right atrial lead and right ventricular lead were explanted on (B)(6) 2025 and was replaced on (B)(6) 2025. The patient was in stable condition.